Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter it would not retract. The following was received by the initial reporter: a defective IV catheter the nurse advanced the catheter into the vein. When she pressed the button to retract the needle, the needle did not retract, and the button was as if it had already been pressed down. Even with attempting some force to the tip of the needle, we were not able to get the needle to push back into the housing.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3096288, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was not retracted. Additionally, the engineer could not determine if the activation button was depressed or if retraction was already engaged. The engineer could also not identify any possible damage in the provided photo that could cause or contribute to retraction issues. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defects were identified in the provided photo and a physical sample was not available for inspection the engineer could not determine a definitive root cause. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter it would not retract. The following was received by the initial reporter: a defective IV catheter. The nurse advanced the catheter into the vein. When she pressed the button to retract the needle, the needle did not retract, and the button was as if it had already been pressed down. Even with attempting some force to the tip of the needle, we were not able to get the needle to push back into the housing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.